Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned photos noted the first image depicts the device with clevis broken. The second image depicts the four disengaged pieces of clevis. Functional testing found that the blades of device opened and closed without difficulty. Device rotated without difficulty. It was reported that the needle breaking in half the reported issue was confirmed. The most likely cause could not be established from the information available. Functional testing found since the needle was returned broken functional testing could not be performed on the returned sample. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic esophagectomy, towards the end of the procedure, the resident assisting with the device placed the needle through normal tissue, and after pulling the needle through the other end, the device was not fully closed. The resident then pulled the device to extend the suture while it was open, resulting in the needle breaking in half. The broken needle fell into the cavity of the patient and was retrieved with a grasper. The staff removed the needle and suturing device from the sterile field and opened a new needle and suturing device to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot number: j4e4651ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.